Event description:
Procedure type: hysterectomy. According to the reporter: cuff dehiscence after procedure. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).